Event description:
A malfunction alarm was reported on a pump, identified by the code malf 0. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Tandem technical support instructed the customer to use a backup therapy, mdi, while arranging for the pump to be returned using a pre-paid label. The customer was able to place the pump into storage mode as per instructions and agreed to return it within ten days.